Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The analyzer generated an initial result of 1.087, and repeat results of 0.433 and 0.544. The (B)(6) result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), false positive result patient, no consequences or impact to patient. This report is being filed on an international product, (B)(6), list 7c18, that has a similar us product, (B)(4), list 1l82. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hbs, ln 07c18-25, (B)(4) to the architect anti-hbc ii, ln 08l44-35, (B)(4). Report 3002809144-2012-00081 has been submitted to address this event.